Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the trocar was leaking. They continued to use to complete the procedure. There was no patient impact. The devicewas discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis additional information:(B)(6).